Event description:
The clinic requested an explant kit. The user has been re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the lack of benefit the lack of benefit was likely caused by a wrong position of the coupler. During reimplantation surgery the fixation of the floating mass transducer was changed from the short process (sp) coupler to the clip coupler. This is a final report.

Event description:
The clinic requested an explant kit. The user has been re-implanted.